Event description:
Customer was also hospitalized for diabetic ketoacidosis.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 1000 mg/dl and a bolus was delivered to address bg. After customer was transported to the emergency room via ambulance, customer was admitted to the hospital. Intravenous insulin, saline and potassium were administered. Bg lowered to 196 mg/dl. Customer had not yet been discharged at the time of the report. Contact alleged that pump was not delivering insulin properly. There were no pump alerts or errors. Pump system check was not performed as tandem technical support was not contacted at the time of the event and pump was disconnected from the customer at time of report. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.